Event description:
Philips received a complaint by the customer on the v60 indicating that system was randomly shutting off. The system was in clinical use; there was no reported harm to patient/user. The device was removed from service. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Investigation ongoing / resolution pending.

Manufacturer narrative:
A field service engineer (fse) then went onsite to further assist the customer. The fse attempted a replacement of the central processing unit (cpu) printed circuit board assembly (pcba) but the issue was not resolved. It was then later determined that the failed part was the user interface (ui) pcba. The ui pcba was ordered and replaced to resolve the issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.